Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan (lfs) to report the one touch ultramini meter was giving inaccurately high readings. The sr medical surveillance specialist was able to classify the complaint based on the information provided. On (B) (6) 2010 at 3 am, the patient obtained the blood glucose readings of 205 mg/dl and 260 mg/dl on the reported meter. On (B) (6) 2010, the patient increased his dose of the oral diabetes medication metformin 500 mg to 3.5 tablets per day. Two days later, the patient experienced the symptoms of sweating, dizziness, nausea and fatigue. He did not seek any medical attention. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after he obtained elevated blood glucose readings on the reported meter. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.